Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that their new upper aligners are worsening their bite. Their upper teeth are hitting their lower teeth on the left. Patient is confused as to why movement is happening noticeably on the left, when continuing gap and crookedness is on the right. No improvement has been made. They can feel the crookedness outside of the aligners. Requested additional information from patient. Patient is going through their 6th refinement plan, which is meant to address their bite concerns. Patient still has a few aligners left in their current plan.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.